Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted on the return photo that the four needles were observed parked in the retainer foam, and the sutures were wound within the racetrack. According to the provided product information, the product was intended to include five sutures and five needles. However, the visual inspection of the returned product revealed four needles and four sutures, with the needles attached to the sutures. The sutures were fully wound within the retainer. The product packaging indicated a quantity of five 45-centimeter sutures (5x45cm). It was reported that the needle quantity was incorrect. The reported issue was confirmed. The most likely cause was determined to be manufacturing-related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a partial gastrectomy, during reinforcement after gastrointestinal anastomosis, there were only four needles after the package was opened. The suture was not used. A new suture was opened to resolve the issue. There was no patient injury.